Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring was damaged on the motor device. It was further determined that the device displayed an e8 error code and the motor, control and locking parts were damaged. It was determined that the test run was not possible. It was further determined that the device failed pretest for noise assessment, safety assessment and loctite and cable assessments. It was noted in the service order that the device was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.